Event description:
It was reported the package for the lead was incomplete and the screw tool was missing. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; further investigation revealed that the package was not missing any parts; the model 5072 lead has a fixed helix with no need for a screw tool, therefore a screw tool is not required as part of the package; full lead returned and analyzed.